Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a variceal ligation procedure performed on (B)(4).2024. During the procedure, after the band was deployed onto the varices, it fell off and did not remain in the varices. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands attached. The ligator housing teeth were in good condition. The handle had marks of trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands fell off the varix was not confirmed. Upon analysis, the ligator housing had no bands attached, and the ligator housing teeth were in good condition. This event cannot be confirmed, because this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device was sed in the gastric fundus which is not described in the IFU; however, the iuf states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a variceal ligation procedure performed on (B)(6) 2024. During the procedure, after the band was deployed onto the varices, it fell off and did not remain in the varices. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block e1 (initial reporter facility name): the (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.